Event description:
It was reported that pump display had pixel issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts to replace pump.